Event description:
Pump sn (B)(4) (exp date 10/10/2018) - ibc from pt stating his cadd legacy pump is not working right. He said when he presses the buttons to program/setup his pump, he does not hear the beeping noise he normally hears with his back up/ previous pumps, he is worried that if he doesn't hear these button noises that if the pump ever alarms in the future he may not hear it, he wants it replaced now to prevent any problems in the future. No a/e experienced during malfunction, device will be replaced. No further information known. Dates of use: (B)(6) 2017 to ongoing. Reason for use: pah.